Event description:
Device #1 malfunction: fracture. Symptoms/ae: in-stent restenosis. Time of malfunction/ae: 14 months and 20 months post procedure. It was reported that approximately 14 months post an uneventful left internal/common carotid artery (lic/cca) stenting procedure, during a duplex ultrasound, 50-75% in-stent restenosis was found in the two stents that were placed, along with a type d, circumferential, stent fracture in the proximal stent. The stent architecture was disrupted but not misaligned. Approximately 20 months post procedure, an angiogram found 50% in-stent restenosis of both stents and confirmed the type d stent fracture. There is no treatment planned. Although requested, there was no additional information provided.

Manufacturer narrative:
Protect study report. Evaluation summary: the stent remains in the patient. The lot number was provided. Stent fracture and restenosis of the stented artery are known potential adverse events associated with the use of carotid stents as stated in the xact instructions for use. The device was not returned; however, after review of the returned images, clinical has confirmed that the stent is fractured circumferentially. At manufacturing, the xact stent is 100% visually inspected under magnification for concentricity, cracks, pitting, electro polishing, uniformity, pattern, and surface finish. No anomalies to the catheter were reported during inspection and preparation of the delivery system. The definitive cause of the stent fracture is unknown; however, the in-stent restenosis (perhaps due to patient disease state and vessel integrity) and operational context could not be ruled out. The available evidence does not suggest that there is a device quality issue. A review of the finished lot history record did not reveal any non-conformities which could have contributed to this event. Device #2 xact stent lot # 25071-6g, is being filed under a separate medwatch report.